Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump was programmed with multiple boluses; all boluses were delivered and properly recorded in daily totals and carelink bolus history report. No history anomaly noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump was monitored and no blank display anomalies, low battery alerts or failed battery test noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No a26 alarms or a27 alarms noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display, history anomaly, and internal serial number alarm. The customer's blood glucose level at the time of incident was unknown. The customer states the pump would not power back on. The customer was advised the pump would be replaced and returned for analysis.